Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated that the paint chips occurred on the outer ring. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of d1 brand name, d4 catalog #, d4 unique identifier (UDI) #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code deems required. This is based on the internal evaluation. Previous d1 brand name: powerled ii, corrected d1 brand name: maquet powerled ii, previous d4 catalog # ardpwt229010a , corrected d4 catalog # none, previous d4 unique identifier (UDI) #: n/a, corrected d4 unique identifier (UDI) #: (B)(4), previous h3a device evaluated by manufacturer: no, corrected h3a device evaluated by manufacturer: yes, previous h3b device not eval provide code: other, corrected h3b device not eval provide code: n/a, previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated that the paint chips occurred on the outer ring. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter expert at the manufacturer. As they stated: from the information provided, it is not possible to locate the paint chips. The part involved was not identified, the investigation cannot be carried out. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).